Event description:
Per the clinic, it was reported that the patient developed hypertrophic scarring at the implant site. Extensive topical therapy has been administered (type, date and duration not reported); however, the issue has not been resolved. Revision surgery is planned; however, yet to be scheduled as of the date of this report.